Manufacturer narrative:
For the results for sample ID (B)(6) and sample ID (B)(6): clarification was received that the questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot numbers were b63 and w10. The k electrode lot numbers were k14 and h09. The cl electrode lot number was q66. Discrepant results were provided for an additional 2 patient samples tested for sodium (na), potassium (k), and chloride (cl) on (B)(6) 2022. For sample ID (B)(6): the initial k result was 9.0 (unit of measure not provided) with a data flag. The repeat result was 5.0. For sample ID (B)(6): the initial cl was 64 (unit of measure not provided) with a data flag. The repeat result was 84. The initial na result was 165 (unit of measure not provided) with a data flag. The repeat result was 134. It is not known if the questionable results were reported outside of the laboratory. This information was requested but not provided.

Manufacturer narrative:
Based on the information provided, the investigation did not identify a product problem. The investigation determined that the software worked as specified for the allegation of results not accompanied by data flags. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for potassium (k) and chloride (cl) on a cobas 8000 ise module. The customer complained that the questionable results were not accompanied by a data flag. Patient 1 (sample ID (B)(6)) initial k result was 5.8 (unit of measure not provided). The repeat k result was 4.7. The initial cl result was 73 (unit of measure not provided). The repeat result was 101. Patient 2 (sample ID (B)(6)) initial cl result was 82. The repeat cl result was 105. The initial k result was 5.9. The repeat k result was 4.7. No questionable results were reported outside of the laboratory. The k electrode lot number and expiration date were not provided. The cl electrode lot number and expiration date were not provided.